Event description:
Pt called in stating that one of her legacy pump started alarming. It was a continuous alarm which she had never heard before and would not give any error message, however, after 5 mins it gave an error message of "no disposable, clamp tubing." When asked to turn the pump on while on the phone, it was working fine, however, pt requested a replacement pump and refuses to the use that one for her peace of mind. Sending out a replacement pump with a return box, no disruption in therapy as pt has one functional pump which she's currently hooked on to. Did not provide any info if the MFR can reach out to her for further info. Serial number of malfunctioning pump: sn #(B)(4) (maintenance due: 07/26/2017). Pt did not miss any doses and no adverse event was reported. Reported to (B)(6) by: pt/caregiver. Reason for use: pah.